Event description:
The customer reported that the system displayed a saturation fault error message and the cine did not work.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Error code displayed. The ge service rep cleared the flash memory, and reloaded the calibration files. The system operates as intended.